Manufacturer narrative:
The initial MDR 1226181-2015-00470 was filed on august 26, 2015.additional information (09/21/2015): a siemens headquarter support center (hsc) specialist evaluated the instrument data. Instrument data had no indication of reagent delivery issues, reagent or sample probe foaming issues. Quality control was within range on the day of the issue. No instrument issues were identified. The cause of the discordant, falsely low ecrea result is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
The cause of the discordant, falsely low ecrea result is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely low enzymatic creatinine (ecrea) result was obtained on one patient sample on the dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea result.